Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold, intermittent capture, under-sensing and sensing intermittently. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of high capture threshold, intermittent capture, under-sensing and sensing intermittently were not confirmed. A complete lead was returned in one piece. Electrical testing, visual examination and x-ray inspections were normal with no anomalies found. All other damages were sustained during the procedure.